Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav eco catheter, model # d-1349-03-s, lot # 17633328l. St. Jude medical brk transseptal needle, lot number unknown. St. Jude medical sl0 8.5fr sheath, lot number unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. At the end of the procedure, after ablation phase, imaging revealed pericardial fluid measuring 1cm (10mm). Pericardiocentesis yielded 400ml. On post-procedure day 1, patient was reported to be doing well. Pericardial drain was removed. Patient required extended hospitalization as a result of the adverse event for monitoring. Patient fully recovered with no residual effects. It was noted that the tamponade was increased by the use of heparin at the beginning of the procedure. There were no additional factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that it was procedure-related. Physician indicated that he believed the tamponade to be secondary to transseptal puncture. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath used was a st. Jude medical sl0 8.5 french. Generator parameters, generator settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as the physician believes the adverse event to have occurred as a result of transseptal puncture. Irrigated catheter flow was set at 8ml/min for low flow and 15ml/min for high flow. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. Force visualization features used included graph, dashboard, vector, and visitag. Visitag parameters for stability were 3 seconds and 3mm. Additional visitag filters included force-over-time (fot) 25% and 3 grams. Color options used prospectively included other ablation index.. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no errors reported on any bwi equipment.